Manufacturer narrative:
The returned device was evaluated and the adhesive liner was returned with the device attached to the adhesive pad. The exposed portion of the soft cannula was observed to be damaged, however, the timing and cause of the damage could not be determined. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. The downloaded data showed no abnormalities that would indicate the needle deploying early. The cause of the needle deploying early could not be determined. No other damages or defects found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was activating a pod, upon removal of the needle guard the cannula had deployed early. The pod was not worn.